Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer on the pyxis machine was broken. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer on the pyxis machine was broken. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken. A field service engineer (fse) inspected drawer 1.2 and found evidence of a liquid spill. Replaced the mini engine, but diagnostics showed the drawer failed to release. Replaced the mini engine again, with the same result. Replaced the drawer controller, but the drawer still failed to release. The spill had caused internal damage to the drawer pocket. The entire drawer was replaced and restoring functionality. The system functioned as intended after the field service engineer repaired the device.